Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. The iliac arteries were reported to be very tortuous. Aneurysm morphology is unknown. In 7/2002, it was reported that the right external iliac artery became occluded at an area of vessel kinking just beyond the stent landing zone. Thrombolysis was performed, and a smart stent was implanted. The vessel was reported to be patent at the end of the procedure. At a f/u visit one-week after the thrombolysis procedure, it was reported that the right iliac artery re-occluded, and the left limb developed a distal type I endoleak. A femoral-femoral bypass was performed to address the occlusion, and a 16mm diameter x 8.5 cm length iliac limb was implanted on the left side to address the endoleak. No clinical sequelae were reported, and the pt is reported to be fine.